Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99004. Supplemental rationale corrected data: b5, h1, h6, h11 116 events were previously reported during the reporting quarter; however, 2 events were reported in error. 114 previously reported events are included in this follow-up record. Product return status 22 devices were received. 88 devices were evaluated based on historical data analysis. 4 devices were not available for evaluation. Evaluation findings (results/components) 4 devices: degradation problem identified, overheating problem identified / bearings 88 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 4 devices: no findings available / part/component/sub-assembly term not applicable 6 devices: lubrication problem identified, overheating problem identified / bearings 2 devices: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable 6 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: wear problem, overheating problem identified / bearings 1 device: wear problem, no device problem found / rod/shaft 2 devices: degradation problem identified, no device problem found / bearings. Product disposition 98 devices: scrapped by stryker 16 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 114 events for the failure: overheating of device. 93 events had problem identified during non-clinical procedure; there was no patient involvement. 19 events had no health consequences or impact. 2 events had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 116 events were reported for this quarter. Product return status: 17 devices were received. 88 devices were evaluated based on historical data analysis. 11 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 4 devices: degradation problem identified, overheating problem identified / bearings. 88 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 11 devices: results pending completion of investigation / part/component/sub-assembly. Term not applicable: 5 devices: lubrication problem identified, overheating problem identified / bearings. 2 devices: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable. 5 devices: no device problem found / part/component/sub-assembly term not applicable. 1 device: wear problem, overheating problem identified / bearings. Product disposition: 93 devices: scrapped by stryker. 12 devices: product not received. 11 devices: product disposition is not yet determined. Additional information: 116 devices were not labeled for single-use. 116 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 116 events for the failure: overheating of device. 92 events had problem identified during non-clinical procedure; there was no patient involvement. 22 events had no health consequences or impact. 2 events had problem identified before clinical use/exposure; there was no patient involvement.